Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display and damage from the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated that four months ago, she hooked the pump onto her pants and it came off the clip and hit the ground. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did return. The customer was assisted with the displacement test. The customer stated that the pump alarmed on reservoir. The customer stated that the pump beeped a lot then shut off.